Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. The thread and the torx recess of the end cap are badly damaged / deformed. DHR review confirms that this part was manufactured according to specification. This lot was released after final inspection with no findings. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual and microscopic investigation clearly shows that the thread is badly damaged and deformed as result of insertion in misalignment. We have to assume that the end-cap was not positioned correctly during insertion. After applying high torsional forces the thread got damaged. Visible signs at the torx indicate also exceeded mechanical force applied by screwdriver onto the end-cap. No product fault could be detected. We classify the damaged as caused by the user. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. (B)(4). Due to intra-operative issues, the device was not implanted/explanted. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: june 29, 2016. Expiry date: june 01, 2026. Article was sterilized by supplier (B)(4). Neither deviation nor any non-conformance reports were marked in the device history record. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an end cap for a2fn nail was used in surgery for femoral shaft fracture on (B)(6) 2016. The surgeon used the end cap with the driver for the end cap, but he could not insert it. The surgeon shaved and cleaned the bones around the adduction part and the nail proximal portion with something like a curette. Finally he inserted a 10mm end-cap instead. The surgery was prolonged by thirty (30) minutes. Reported concomitant devices: driver for end cap (part: unknown, lot: unknown, quantity: 1); a2fn nail (part: unknown, lot: unknown, quantity: 1). This is report 1 of 1 for (B)(4).